Event description:
I am a (B)(6) y/o type 1 diabetic who used the freestyle libre sensor system. After six months I began to have horrible skin reactions to the adhesive - blisters open sores, etc. Even after over a year, I still have scarring on both of my arms. It makes me really said to see little kids on the internet with type 1 diabetes and their parents are posting pictures of their kids arms having the same skin reactions like I did, trying to better control their diabetes. FDA safety report ID# (B)(4).